Event description:
It was reported that the surgeon had a patient with an attune tka. That he was going to wash out and exchange the knee insert. According to surgeon the patient came into the ER with an infection in his spine around hardware. He also had a painful and swollen knee with an attune implant that was infected. During the I&d surgeon explanted a size 7x5mm fixed bearing insert. A new size 7x5mm insert was implanted after the I&d was completed. The femoral, tibial, and patella components were left in situ. Doi: unknown. Dor:(B)(6) 2023. Affected side : left knee.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.